Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a hair found in the package. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual evaluation of the returned product identified that there is hair-like debris partially under the lift tab label on the inner sterile cavity lid. The DHR was reviewed and no discrepancies relevant to the reported event were found. The product was likely non-conforming when it left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. No corrective actions or preventative actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.